Manufacturer narrative:
Additional contact information: (name -(B)(6). A getinge field service engineer (fse) evaluated the unit and states that multiple iab catheter restriction alarms recorded in the event logs and blood contamination found to pneumatic interface module & safety disk. Fse resolved the issue by replacing pneumatic interface module assy including safety disk. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed catheter restriction alarm. The dr. Called stating they received a transferred patient from an outlying hospital on iabp therapy. She stated when they switched the patient over to their cardiosave that's when they received a catheter restriction alarm. They saw no visible restrictions or kinks, so they replaced the cardiosave console with another unit. This resulted in therapy delivered as expected. The doctor stated she would like the cardiosave to be looked at for service and she feels it is ¿not safe¿ until serviced. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a